Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The pneumatic module, switching board and power supply was replaced, and the unit was returned to service.

Event description:
The hospital reported, during pre-operative process, a burning smell was coming from the unit. There was no reported patient involvement.